Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported: confirmed no problem at pre-test. However, later, prior to use on a patient, a nurse injected the air and tried the deflation but found it would not be deflated. Customer observed the tube around the cuff was bent and cuff was asymmetrical. Customer confirmed no patient involvement.